Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shift fracture occurred. The 75-90% stenosed lesion being treated was located in the mildly calcified, mildly tortuous ramus artery. The lesion was predilated with a 20 mm balloon. The physician was unable to pass the 2.50x8mm taxus liberte drug eluting stent through the catheter. When he pulled it back, he noticed a fracture near the middle of the shaft. The stent delivery sys was removed to retrieve the other section of the shaft. No pt complications were reported. Pt status reported as "good". This prod is only ous approved, but it is similar to a marketed us device.